Manufacturer narrative:
The user facility reporter stated that the facility was using the wrong instrument to install the fixation device into the femur causing the fixation device to break in the bone tunnel, they could not find their own correct installation instrument. In a follow up, phone conversation with one of the o.r. Staff it was further learned that the facility was finally able to remove the broken fragment, could not elaborate on how this was done. The surgeon used another same type device to complete the repair successfully without further incident or harm to the pt. However, because of the wrong instrument issue, over an hour of time was added to the procedure. Because of this time addition we feel compelled to document the event via this medwatch report. This is clearly a user preparedness issue. No further action is warranted.

Event description:
Customer called during procedure, as they were doing an acl repair (with bone-tendon-bone allograft) using a mitek milagro screw (9x30) when the screw broke off in the femur. The nurse reports they were using the wrong screwdriver and could not find the correct screwdriver for use at their facility.